Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 646 mg/dl at the time of hospitalization. The customer¿s blood glucose level was 550 mg/dl at the time of incident. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. The customer was unconscious for a couple of days. The customer said she needs help in pairing her blood glucose meter to her insulin pump. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.